Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with olympus technical assistance center (tac) , the customer was informed that the part was not available and that the unit would require disassembly. Tac offered to assist the customer with returning the device; however, the customer declined but stated they would later.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light source's internal arm that connects the power button on the front panel to the internal switch was not work. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the investigation results, we couldn¿t determine a definitive root cause. However, it¿s likely that the reported phenomenon of the ¿power switch not turning on¿ was due to a faulty power supply unit for the following reasons: the internal software could not connect or operate from the power button on the front panel. Olympus will continue to monitor field performance for this device.